Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed. The reported event of the patient performing a controller exchange was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 2 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). There were no notable low voltage alarms found in the log file. The driveline was disconnected from (B)(6) 2022 at 23:12:43 - 23:22:48 and then at (B)(6) 2022 at 23:23:39 for a system controller exchange. There were no other notable alarms in the log file. Pump operation was not affected. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including pump stop, low power hazard, and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested due to patient complaining excessive low voltage alarms. Batteries, clips and charger were cleaned. The controller was exchanged by the patient without notifying clinicians. The alarms seemed to have resolved. The log review from old primary controller showed routine vad events with from (B)(6) 2022 at 0310 through 23:12 then it showed that the driveline was disconnected. Driveline showed connected once again (B)(6) 2022 at 2322 for around 5 seconds then disconnected again. There was no low voltage event noted in either set of log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.